Event description:
It was reported that "the lag screw became stuck part way in the pt. The surgeon was unable to advance or extract the screw which was approximately 2.5cm proud. In 2007, pt was brought back into surgery to cut the end of the lag screw off.

Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available a supplemental report will be issued.